Event description:
New information available on 1/5/2018 states that, the patient presented to the emergency room in a frightened and depressed state and cried multiple times due to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving multiple high voltage therapies. Upon interrogation it was noted that the therapies appeared to be due to a combination of far p-wave oversensing and noise on the right ventricular lead. The noise was not reproducible with pocket manipulation or isometrics and far p-wave oversensing was not occurring at that time either. The lead was noted to be fractured. All lead measurements were relatively stable and all remained in-range. The lead was capped and replaced on (B)(6) 2017. No further information was available.